Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed opening on the device. As per the investigation procedure crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional later reported deflation. Device has been explanted.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional later reported deflation. Device has been explanted.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional later reported deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.